Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar placement procedure was conducted. Initially, the applying physician injected 1cc of hydrogel. However, the injection was discontinued, causing it to harden. A second attempt was made with a new kit, but visibility was reduced due to the initial injection, making it difficult to determine the optimal placement of the gel. As a result, the amount of gel injected was limited to 6cc. A magnetic resonance imaging (MRI) later confirmed that the hydrogel had indeed flowed into the rectal wall, rather than the anus as initially thought. The patient did not report any discomfort or health issues and was waiting for the hydrogel to be absorbed before resuming treatment.